Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and infusion set cannula was bent. Blood glucose reading was 560 mg/dl at the time of incident. The customer was treated with manual injection. The customer was performed troubleshooting for the high blood glucose incident. The customer stated that the tape was not sticky enough to stick to the skin. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.